Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that "stem port" is missing from the catheter of the aspira. Patient was transported from another facility. The nurse is not certain if the "stem port" went missing during transportation or while at the new facility. The catheter has been "rigged" for now and is not leaking. No patient injury reported.